Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes. The tests were done using different finger sticks, and her results were 82, 106 and 102 mg/dl. The reporter did not have any symptoms. A control solution test result of 134 mg/dl was in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8